Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set leaked from an unspecified location. The leak was identified when the patient took off the minicap from the transfer set and noticed the transfer set was leaking even when the set was closed. It was further reported that the clip inside the white part (twist sleeve) was broken. The transfer set was in use three (3) to four (4) months. There was no patient injury or medical intervention associated with this event. No additional information is available.